Event description:
During verification testing at the service center it was noted the ground prong of the ac power cord plug was bent.

Manufacturer narrative:
The device was received at the service center for testing on (B)(4) 2013. The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.